Manufacturer narrative:
The user interface front bezel assembly was returned for failure investigation. The user interface front bezel assembly was tested with no functional failures identified. All test passed.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported the nav ring is not moving. There was no patient involvement. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved.